Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a few left ventricular assist device (lvad) pump disconnect events. The startup events showed no pump being connected as well as shutdown sequences at various dates during its history. A review of the log files revealed few connections and disconnections to an lvad pump, startup events that showed no pump connected, and shutdown sequences, all at various dates during this history. The patient had a controller connected event on (B)(6) 2022 at 0947.

Manufacturer narrative:
Manufacturer's investigation conclusion the review of the log file indicated that a controller exchange occurred. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 13 days (09may2021, 20may2021, 25jun2021, 11jul2021, 19aug2021, 20aug2021, 20sep2021, 20oct2021, 22oct2021, 06jan2022, 12jan2022, 01mar2022, 18mar2022 per timestamp). The controller was shut down and the driveline was disconnected and reconnected intermittently on 09may2021 from 20:01:44 ¿ 20:22:49 when it was disconnected and was not reconnected again until 18mar2022 at 09:46:15. There were no other notable alarms active in the log file. Additional information provided on 23mar2022 stated that the patient¿s current primary controller is (B)(6) and the backup is (B)(6). It was also stated that there was no controller exchange and no product will be returning. Multiple good faith effort attempts were made requesting additional information regarding why the controller (B)(6) is assigned to a different patient; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2915596-2022-00001.